Event description:
Resident with low bed and mats was found on floor with resident alarm in place. Light was flashing to indicate working but alarm was not sounding. Resident complained of pain in left hip and elbow and was sent to hospital for eval.